Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging an occlusion (frequent/persistent) issue. The reporter stated that the patient had a blood glucose (bg) of 335mg/dl with polydipsia and irritability. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The patient self treated with insulin via pump and insertion site change. The patient was in the hospital on antibiotics for a toe amputation. Customer support (cs) completed troubleshooting and after cancellation, the correct bolus amount was not delivered, the bolus was greater than needed. This report is being made due to an occlusion issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 25-sep-2018 with the following findings: there was no pump history from the date of the event due to continued use of the pump. The pump was returned with a defective display screen. Battery compartment is cracked reference (B)(4). 1. Complaint regarding occlusions was reported (B)(4) 2015 , no pump history is available for 2015 as pump was in use until 2017.2. Pump was returned with a defective (old) display screen. Due to blank screen occlusion testing steps 13,16,21,and 35 could not be completed.